Manufacturer narrative:
Product not returned to manufacturer.

Event description:
The dentist reported that patient came to dentist office because he lost healing cap and upon evaluation the dentist observed radiolucent area due to possible necrosis around implant. The dentist stated that necrosis was possible due to excessive torque force applied during implants placement (torque value applied higher than 50 nm). Implant was removed.

Manufacturer narrative:
The complaint could not be verified, as the healing abutment was lost and the implant was not returned for inspection. The device history record review was performed on the implant lot number 2015050396 and did not identify any non-conformances. There were no manufacturing deviations identified which would cause or contribute to this complaint. A definitive root cause has not been determined. The following information was identified in the instructions for use for the biomet 3i dental implant: potential adverse events associated with the use of dental implants may include: failure to integrate, loss of integration, dehiscence requiring bone grafting, perforation of the maxillary sinus, inferior border, lingual plate, labial plate, inferior alveolar canal, or gingiva, infection as numbness, paresthesia, hyperplasia, excessive bone loss requiring intervention, implant breakage or fracture, systemic infection, nerve injury, ingestion, aspiration and/or swallowing. Precautions: the surgical and restorative techniques required to properly utilize these devices are highly specialized and complex procedures. Improper technique can lead to implant failure, loss of supporting bone, restoration fracture, screw loosening, and aspiration. The following should be taken into consideration when placing dental implants: bone quality, oral hygiene, and medical conditions such as blood disorders or uncontrolled hormonal conditions. The healing period varies depending on the quality of the bone at the implantation site, the tissue response to the implanted device and the surgeon¿s evaluation of the patient¿s bone density at the time of the surgical procedure. Proper occlusion should be evaluated on the implant restoration to avoid excessive force during the healing period on the implant. It is recommended that implants less than 4mm diameter not be placed in the posterior regions. The complainant identified radiolucent injury in the implant that was probably due to necrosis that resulted from excessive torque during placement. A review of the device failure mode evaluation analysis in the risk management hazard analysis identified following probable causes for the reported event: ¿ inadequate treatment planning. ¿ clinician inadvertently selects a diameter of implant that is too wide for the osteotomy. The complaint history review for lot number 2015050396 concluded that there are 5 complaints in total reported against the subject lot to date. This is the 1st complaint reported for ¿medical:other¿. The remaining complaints are for non-integration. Lot specific complaint history review for the healing abutment could not be conducted due to missing lot number. Based on the customer disclosure, the healing abutment was manually torqued. However, the biomet 3i surgical manual for tapered and parallel walled implants (instsm rev d 02/16) specifies recommended torque values for all the abutments. Since the exact details of the device usage could not be determined the reported loosening of the healing abutment is not verifiable. Correction: added unknown healing abutment, changed event problem codes.